Manufacturer narrative:
The actual date the incident occurred in unknown, therefore, the date of publication of the article was used for the date of incident. According to the article, of the 7 patients in the pcwi patient population (which included patient 8) three had infected chest wall tumours (cwt), three had infected t3 non-small-cell lung carcinoma (nsclc) and one patient had open flail chest, therefore patients were at a heightened risk of infection. According to the gore dualmesh® biomaterial instructions for use (IFU); maintaining asepisis: to help maintain strict asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material. Staged repairs should be considered when gore dualmesh® biomaterial will be subjected to gross contamination or infection. The IFU also includes the following warnings: strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. The adverse reactions section of the IFU states the following; possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
In review of an article by jean-philippe berthet et al, entitled "chest-wall reconstruction in case of infection of the operative site: is there any interest in titanium rib osteosynthesis?" Which was published in the european journal of cardio-thoracic surgery, the following was noted. The objective of the article: to describe the management of thoracic reconstructions in the presence of primary chest-wall infection (pcwi) or secondary deep chest-wall infection (scwi), focusing on local tolerance of a titanium rib osteosynthesis system. From january 2005 to december 2011, 11 patients with either pcwi or scwi were treated. It was noted in the article that one patient (patient 8), had an infection and the dualmesh was subsequently removed.